Manufacturer narrative:
The lot was manufactured from november 05, 2020 - november 06, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a damaged carton box was observed. The reported condition was verified. The cause of the condition is related to shipping damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in march of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors were partially damaged. It was further stated that the shipping carton was damaged. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.